Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had leakage in the filling port. This issue was discovered "after filling solution to folfusor pump with repeater pump and after taking off transfer tube set". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 07, 2022 - february 08, 2022. H10: the actual device was received for evaluation. Visual inspection via the naked eye showed evidence of leak at the fill port when the fill port cap was removed. Subsequent examination revealed the cause of leak at the fill port was due to a clear plastic particle measured to be 6.83 square mm in length, lodged under the checkband. The particle was subsequently identified to be acrylic material via ftir test. Acrylic is the material of the "stress member" and is located inside the bladder. A small shaving from the "stress member" may have gotten stuck under the checkband during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.